Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.